Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Date of event is unknown.

Event description:
It was reported that unit was not recirculating and the alarms indicated that it was a switch problem. Additionally, they had a trauma tower with the potential faulty circuit board exhibits a top interlock switch error. The board showed no evidence of fluid corrosion but did have one connector partially connected. There was a possibility that the board was not working properly as the detection switch was fully engaging.

Manufacturer narrative:
D3. Manufacturing plant address, city, zip code, state, country: corrected. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.